Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pulse generator (ipg) system implant procedure, once the ipg was connected to the implanted pacing lead, no pacing was observed on the electrocardiogram (ECG). The ipg was disconnected and replaced. No patient complicationshave been reported as a result of this event.